Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 16atms on the first inflation. The lesion being treated was located in the tortuous, extremely calcified and 99% stenotic left anterior descending artery . The procedure was successfully completed with another balloon. Patient status is listed as "good".